Manufacturer narrative:
Returned for evaluation was a nevertouch fiber, dilator and tre-sheath. A visual review of the tre-sheath noted no appearance of defects. A visual review of the dilator noted kinks at 4cm and 7cm of the dilator (hub end). A visual examination of the fiber noted the fiber was fractured. The reported complaint description is confirmed. A review of the returned sample shows that at the fiber's break-point it appeared there was some force of the fiber that caused a clean break of the fiber glass core with no distortion or elongation of the fiber buffer. This could occur when handling. Handling damage, as a potential contributing factor, is supported by the fact that the fiber was used successfully on one vein prior to re-insertion into the patient with subsequent fracture. Damage from tumescent needle is also potential contributing factor. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint#: (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported from angiodynamics' distributor: on 25 october 2019: complaint sample arrived at msa head office accompanied by a completed decontamination from (alcowipes") which state: "laser emitting from a breach in the fibre at the base of the gold tip instead of tip itself" also accompanying the complaint sample was a letter from the surgeon containing additional information relating to the incident which stated: "this gentleman had a straightforward endovenous laser ablation of his left short saphenous trunk in the prone position after which the fiber was cleaned with wet gauze and carefully re-sheathed. I then accessed his recurrent long saphenous trunk at knee level and passed the sheath to the origin about 10cm below the saphenofemoral junction over a standard j wire with no resistance. Once the sheath was placed a fiber was advanced with the sheath pulled back to set it in position intravascularly. The fiber was not pushed out of the tip of the sheath and there was no resistance encountered in any manoeuvre. Tumescent was then infiltrated along the length of the vein without any difficulty, although , as always, the needle does occasionally contact the fiber/sheath combination. On commencing endovenous laser ablation, steam bubbles were seen accumulation at the cuff of the gold jacket rather than emanation from the tip. With great care, the fiber was able to be retracted back into the sheath and removed. A wire was then placed after which the sheath was removed and a completely new sheath and fiber were replaced in the vein in the same position and the case then proceeded without complication to treat this trunk and then the anterior accessory saphenous trunk in a similar fashion. On examining the fiber, there appeared to be a breach in the fiber at the base of the gold jacket which is why the laser was emitting from this point rather than the tip. I don't know whether this is a fault but the fiber was handled delicately at all times and the only possibility I can image is that his could related to an injury from the needle at time of tumescent placement although this would be most unusual and has never occurred before. The patient did not experience any harm or injury due to this event. It was reported the disposable device has been returned to the manufacturer for a device evaluation.